Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and customer informed rse that the machine was not booting up. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the host pc software was corrupted due to which the host pc was not booting. To resolve the issue, the fse reinstalled the ghost backup and completed all required configurations. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.